Manufacturer narrative:
Eval method code: 4114: device not returned; 4110: trend analysis of production records. The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; changing your pod, chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose, chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose exceeded 350 mg/dl while attempting to activate a pod. Upon removing needle cap, the cannula was found in a deployed state, thus, device was unusable. As treatment, a manual injection of insulin was delivered.

Manufacturer narrative:
The returned product was evaluated and found no defects that would contribute to an early deployment of the needle. The pod was returned with the cannula not deployed and that the data download showed the pod timed out during the activation process waiting for input from the pdm. The pod was reset and successfully communicated and ran using the pdm during the investigation.